Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to unlock lcd keypad connector noted however, the button responded properly after locking the lcd keypad connector. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the down arrow on the insulin pump was not working and the up arrow was hard to press. Customer's blood glucose reading at the time of the call was 5.1 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.